Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge per tandem's user guide: "the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin" no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. There was no impact to the customer's blood glucose level. Reportedly, the customer changed the infusion set and cartridge multiple times to address the occlusion prior to the report with tandem technical support (cts). Cts performed a system check and determined that the customer may overfill the cartridge and fills the cartridge with cold insulin. Cts educated customer on cartridge labeling.